Manufacturer narrative:
A service call was placed for this machine. The service technical verified all supply voltages and installed a tubing set. The unit was primed and a simulated run was completed without any alarms. Complete operations were verified per the manufacturer's specifications. No issues were noted. The customer again stated that she thinks the problem was caused by the brief poser outage and that there is something wrong with the power supply to that side of the room. She is having the hospital electricians check out the power issues. A caridianbct therapeutic support specialist had attempted to call the operator back four times to determine the outcome with the power investigation and the pt status with no response. This issue appears to have been caused by the facility power fluctuations and is being closed. If add'l info is received, the file will be reopened and an amended report will be filed.

Event description:
In 2009, a customer reported that she was setting up a cobe spectra system and there was a power flicker. The operator received a failure # 15 followed by a failure #11. She was able to get part way through a procedure but also received a failure #5 and a failure #6 and had to end the procedure early without rinseback. She attempted to perform a manual rinseback, but felt that she was not able to return enough blood. The pt's hematocrit dropped from 30% to 16% and the pt required a transfusion over the weekend. The operator stated the pt experienced harm because of the procedure due to the drop in hct and need for transfusion. The pt exhibited no change in vital signs or symptoms as a result of the hct drop. The customer thinks the issue is related to the power supply to the room but wants a service call to rule out a machine problem.